Event description:
It has been reported to philips that fluoroscopy was not possible. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and determined the operating system on the image processing computer was failing. The fse reinstalled the operating system on the image processing computer and the device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that no x-ray possible. Fse reinstalled the operating system on fdc and ip pc. Fse found that there was issue with power distribution unit. Fse replaced power distribution unit. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.